Event description:
It was reported that for the week prior to the report, the patient was having increased pain. The health care provider (hcp) checked the reservoir volume. The actual residual volume (arv) was 38ml and the expected residual volume (erv) was to be much less (unsure of the erv per programming). The hcp tried to do a catheter access port (cap) dye study but was unable to access the cap. The hcp was going to do a roller study. It was later reported that the catheter was revised on (B)(6) 2015. It was found that the pump had flipped numerous times so the catheter was severely twisted, kinked, and coiled up. The sutures appeared to still be attached to the anchor points; however, they had pulled through the tissues. It was stated that the patient was larger and the hcp had a difficult time getting deep enough to tie to tissue versus fat. It was implanted deeper this time so they could anchor it to more solid tissue knowing that they would likely have to fill the patient under fluoroscopy. An hcp was assisted with programming the pump. Additional information received reported the pump was flipping because it was sutured into fatty tissue. They cut down to the fascia to attempt to better anchor the pump. The patient was doing well. The patient was slowing being titrated up on their medication. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8784, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).